Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture on the presenting electrogram. A boston scientific (bsc) technical services consultant assessed the data and agreed there looked to be non-capture and threshold testing has not been completed in four days. The consultant recommended in office testing and x-rays. The lead remains in service and no adverse patient effects were reported. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this patient presented to the clinic for evaluation. X-ray confirmed the lead was dislodged possibly due to snow shoveling. Discussion will occur to determine the next course of action. This lead was subsequently explanted and replaced with a competitive lead. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture on the presenting electrogram. A boston scientific (bsc) technical services consultant assessed the data and agreed there looked to be non-capture and threshold testing has not been completed in four days. The consultant recommended in office testing and x-rays. The lead remains in service and no adverse patient effects were reported. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this patient presented to the clinic for evaluation. X-ray confirmed the lead was dislodged possibly due to snow shoveling. Discussion will occur to determine the next course of action. The lead remains in service at this time and no adverse patient effects were reported. As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture on the presenting electrogram. A boston scientific (bsc) technical services consultant assessed the data and agreed there looked to be non-capture and threshold testing has not been completed in four days. The consultant recommended in office testing and x-rays. The lead remains in service and no adverse patient effects were reported. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.